Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology. The subject device is not available for evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this patient with a bioprosthetic aortic valve, implanted 10 years and six (6) months, was explanted due to severe stenosis and degeneration of the leaflet tissue. The explanted device was replaced with another edwards bioprosthetic aortic valve. The patient also underwent coronary artery bypass grafting (CABG) and ablation for atrial flutter. Per the operative report, during the procedure, the patient began to deteriorate hemodynamically and appeared to have acute intraoperative diastolic congestive heart failure with the need for resuscitation and placement of an intraaortic balloon counterpulsation device. The patient tolerated the balloon pump placement well and recovered hemodynamically and was transferred to critical care in stable condition with the balloon pump in place for further therapy. The patient made good progress pod #1 and the balloon pump was discontinued and the patient remained hemodynamically stable. On pod #2, the patient was noted to be thrombocytopenic and was monitored for the next several days. The patient's condition improved. The patient had some asymptomatic runs of ventricular tachycardia. Consultation with electrophysiology was conducted and it was felt that this ventricular tachycardia was reflective of healing and was not predictive of any significant modifiable risk. The patient was discharged on pod #10 to a rehabilitation facility in stable condition.